Manufacturer narrative:
On (B)(6) 2020: the consumer discarded the device and accepted a replacement. Therefore an investigation will not take place.

Event description:
On (B)(6) 2020 the consumer claims that the scale shattered during the middle of the night. Injuries did not occur. The consumer discarded the product and will accept a replacement. Therefore an investigation will not occur.